Event description:
Customer's mother reported a hospitalization event for high blood glucose. The mother stated her daughter had a headache and was throwing up. Date of the hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 387 mg/dl. The mother also stated the cause of the hospitalization was that her daughter had diabetes ketoacidosis. She also reported treating her daughter's blood glucose with lantus. The mother requested to have her daughter's insulin pump replaced. No additional information provided.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and scratched case.